Event description:
It was reported that ongoing intermittent occlusion alarms occurred. There was no reported adverse impact to customer¿s blood glucose level. Customer changed infusion set and cartridge to resolve issue. Ultimately, the customer reverted to an alternate method of insulin therapy.